Manufacturer narrative:
Additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the loading unit was broken between the loading unit and the stapler. Replaced by new device to complete the case. There was no patient injury.